Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: wrinkling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a primary breast augmentation with an unknown mentor saline breast implant experienced bilateral cutaneous contour deformity, and double bubble post procedure. The patient reported that the surgeon messed up placement/ muscle and patient developed double bubble. As a result, surgeon corrected the issue and used the same implant on (B)(6) 2015. The patient indicated that the symptom didn¿t improve. This report relates to the left prosthesis. Patients other events: manufacturer report number-1645337-2022-02107. Manufacturer report number-1645337-2022-02149.